Event description:
Per complaint form: celect filter placed in the inferior vena cava 7 months ago, which had allegedly migrated up so one secondary leg was in a lumbar artery. Pt had a big thrombus superior to the select filter so a bird's next filter was placed in the superior vena cave to prevent pe.

Manufacturer narrative:
(B)(4). Expiration date: unk as lot# is unk. Unk as lot # is unk. Eval of the complaint based on the available info shows the filter is widely expanded and it seems like one filter leg is slipped into a lumbar vein. Furthermore it seems like a large vena cava and according to IFU (B)(4) chapter "contraindication" megacava (diameter of the ivc>30 mm) is a contraindication for use of celect filter. However, unfortunately we cannot give an exact root cause to this event based on the images provided. We will continue to monitor for similar reports.